Manufacturer narrative:
The investigation of access site bleeding has been completed. Product was not returned for review. The root cause of access site bleeding was unable to be determined as limited clinical details were provided and no product was returned for review. A5 ethnicity selection was revised from the initial manufacturer device report number 1220648-2024-14435. E4 should have been left blank on the initial manufacturer device report number 1220648-2024-14435 as it is unknown if the initial reporter also sent the report to the food and drug administration. G1 reporting contact email revised on manufacturer device report in accordance with updated procedures. G1 reporting contact fax number was inadvertently omitted on the initial manufacturer device report number 1220648-2024-14435.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella IFU: impella cp with smart assist system. Section: general patient care considerations. ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output. Use of the repositioning sheath and peel-away introducer. ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. Peal away sheath was removed and pressure was held over site but unable to obtain hemostasis. After 2 hrs of manual pressure dr. Nguyen elected to remove the impella and seal with deployed perclose, however this did not stop the bleed, so manta was placed. Hemostasis was obtained and patient was transferred to the ICU without issue.